Event description:
Causing extreme difficulty and stress when I realized and had to get it out- vagina [foreign body in reproductive tract], causing extreme difficulty and stress when I realized and had to get it out [complication of device removal] , tampax pearl light tampon with no string [device physical property issue] . Case narrative: consumer reported via email that the tampon did not have a string. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.